Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine wound check follow-up, an alert for noise oversensing was observed. The patient did not receive any therapy. The noise was not reproducible in clinic. The non-pacemaker dependent patient was asymptomatic to the oversensing. The physician elected not to make any changes. The patient will continue to be monitored.